Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that only endoscopic images are shown at the time of activation, and no patient information or time on the left side of the screen. Ensuring that the front panels for structural enhancement and photometry could not be controlled such as lights-off, unable to operate the level of the keyboard, and unable to control the lights. No abnormalities could be identified in any of the areas visible. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer) that, the evis exera iii video system center would not operate. The keyboard was inoperable, and dimming would not work. Only the endoscopic image was displayed, however, the patient information, date, and time on the left side of the screen were not displayed. This issue happens every time the power is turned on. The issue was found during preparation for use for a diagnostic procedure. The procedure was postponed due to the inspection. There was no patient harm associated with the event.

Event description:
The customer confirmed the procedure after rescheduling was completed. No, additional sedation or medical intervention or procedure prolonged due to the event. The patient outcome is no health hazard and patient has lab visits not inpatient. The current patient states is no problem because it is a visit for examination.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "test deferred" due to the device malfunction. The root cause of the phenomenon could not be specified. Additionally, it is possible the following phenomenon's: "the power is turned on but no manipulation is possible", "structure enhancement or metering front panel is off", and "only endoscopic images are shown but patient information and time on the left side of screen are not shown" occurred due to a failure of the printed circuit board. However, the root cause of the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.